Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after dinner, with blood glucose persisting above 250 mg/dl and reaching 290 mg/dl while using an ilet system with a 32" teflon inset infusion set; initial troubleshooting involved changing the infusion set by swapping tubing at the connector without replacing the cartridge, and insulin delivery remained ineffective until a full supply change was performed with a new cartridge, new connector, new tubing, and a new infusion set, after which insulin therapy was resumed. Symptoms included hyperglycemia. Outcomes included blood glucose improvement to 176 mg/dl after corrective actions, without hospitalization. Investigation included remote troubleshooting and user-guided replacement of the infusion set, tubing, connector, and cartridge, followed by priming and cannula fill. Investigation of this case revealed no bent cannula and suggested ineffective insulin delivery due to incomplete initial set change at the connector rather than a full system refresh, with resolution after comprehensive replacement and priming. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.